Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following survey responses: the was no malfunction of reprocessing accessories. No delay of pre-cleaning or manual cleaning processes. The air / water (a/w) was flushed during pre-cleaning. Detergent was flushed through the scope during manual cleaning. No further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage of the device was confirmed where the foreign material was remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation the air/water tube has remaining foreign material from previous procedures. It is most likely that the reported event was due to insufficient cleaning. Additional evaluation findings were as follows: the grip, the switch box both have a scratch, the switch flexible printed circuit, the outside shield unit, the plug unit, the scope connector case unit has corrosion, the cable unit, the circuit board unit in scope connector all have corrosion due to water leakage, the light guide lens, the adhesive on bending section cover both has a crack and due to wear of angle wire, the play of knobs is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had b30 (scope communication error) with the processor. There were no reports of patient harm or impact associated with the reported event.